Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: there were contractors in the procedure who did not have experience with the device and did not know what to do with the white cap of the device. The message indicated the contractor handling of the device contributed to the event. What were the indications for surgery: diverticulosis; when the trocar was advanced, how did it penetrate the rectum: it was stuck because it had the white cap on, then they used a grasper to forcefully push it through the rectal stump. Then they took the cap off and fired the device to complete the anastomosis. The device fired fine and the anastomosis was completed with this device. They scoped the patient to do a visual inspection and performed an air leak test, both of which looked good. The surgeon did not have to hand sew the anastomosis at all, contrary to the first report the sales rep received. The case was completed and the patient sent to post-op recovery. Later the day of the initial procedure, the patient was found to have post-op bleeding and taken back to the operating room for an additional procedure. The anastomosis was not where the tear was, but there was a tear from anvil with the cap being forced through the rectal pouch and the grasper used at the rectal stump. The tear was from forcing the trocar with the cap on through the rectal stump. Then when they did the air test and visual inspection with scope the tear was not detected because of the location/orientation. In the reoperation, the surgeon resected the segment of bowel with the tear and used a circular stapler to anastomose the bowel. The case was completed without further incident and the patient was discharged home on post op day two, friday (B)(6) 2016 and is doing well. Did it tear tissue or the staple line: the tear was in the tissue. Not the staple line; did the surgeon complete a fully hand sewn anastomosis or did the surgeon over sew the rectal stump: neither ¿ the initial information given to the rep was incorrect. The intraluminal stapler was used to complete the procedure with no issues with the staple line or anastomosis; how was the case completed: the intraluminal stapler was used to complete the procedure with no issues with the staple line or anastomosis; why does the surgeon believe that the issues identified with the white cap led to the post op bleeding: the surgeon used more force than is normally expected to push the anvil with the cap on through the rectal stump. It was not until after the device was forced through the rectal stump that the surgeon realized the white cap had been placed on the anvil prior to insertion, which led to damage of the rectal tissue; what is the current patient status: good.

Event description:
It was reported that after a colon resection, the patient ended up returning for bleeding. During the initial procedure, the white cap was put on the trocar by an assistant. The surgeon did not realize the white cap was on the trocar, pushed the device into the rectum and ended up tearing the rectum. The anastomosis had to be hand sewn. The patient ended up having to come back for bleeding. The device was discarded.